Manufacturer narrative:
The pump was received with currents within specification and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No vibrator alarm was noted due to a broken vibrator wire. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had vibrator anomaly. Customer was assisted with vibrate anomaly troubleshooting. Customer's blood glucose level was 174mg/dl at the time of the incident. Customer stated that the vibrate feature is not working. The insulin pump's battery was not low. Customer was assisted with self-test and insulin pump did not vibrate during vibrate test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.